Event description:
It was reported that it was not possible to communicate with the insertable cardiac monitor (icm) device using both the patient mobile monitor (pmm) and the clinic mobile monitor (cmm). Due to this reason, the clinic requested for assistance. Boston scientific technical services (ts) reviewed latitude clarity and noted the patient had last connected several months prior to the current date. Subsequently, ts called the patient, but they did not have the pmm with them at the time, so no troubleshooting could be performed. However, the patient added the hospital wanted to explant the icm device, since they believed the battery from the icm device had run out faster than expected. A procedure was scheduled to explant the icm device; however, it has not been performed at this time. The field representative requested analysis of the icm device data stored in latitude clarity. Boston scientific engineering analysis of available data found unstable battery measurements during the last months the icm device connected. The root cause of the reported issue could not be determined via analysis of data; thus, engineering discussed the icm device should be returned for a detailed analysis. No adverse patient effects were reported. This icm device remains implanted in the patient.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.